Manufacturer narrative:
In speaking with olympus technical assistance center (tac) for troubleshooting, the customer was advised to ask biomed to test the power cable to make sure the issue isn't the power cord before doing an return material authorization. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high-definition liquid crystal display does not power on. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields:d8, d9, h3, h4, and h6. It has been over nine (9) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although a definitive root cause could not be identified, it was surmised the cause of the reported event was due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.